Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant products: dtba2qq, ICD implanted: (B)(6) 2014; 6947m55, lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that during the implant procedure, the stylet "got completely stuck at the tip of the lead." All measurements were within normal range and the lead remains in use. No patient complications have been reported as a result of this event.